Event description:
The customer got a blood glucose result of 585 mg/dl. They took too much insulin and had a reaction. An ambulance was called and they were treated for hypoglycemia when they tested pt and obtained a reading of 38 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.